Event description:
Pacemaker battery recall, dilated cardiomyopathy, defibrillator lead insulation break. The old ICD is a medtronic model #7232. The lead is a medtronic 6947-65. The patient has no r wave to check, extremely slow heart rate. The threshold was 0.7, current of 2.1, resistance of 372 at a pulse width of 0.5. On inspecting the ICD lead, there was a small insulation break. This appeared to be in the outer insulation only. The break was covered with some silicone insulation as well as glue. The new ICD was then attached to the lead and positioned back in the pocket using appropriate orientation.